Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the coating peeling could not be identified. Instructions evis lucera ultrasonic bronchofibervideoscope olympus bf type uc260fw important information ¿ please read before use warnings and cautions -[caution] " do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. The cover of the irrigation port part cannot be removed. Equipment damage can result. Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the bronchofibervideoscope¿s coating of the connecting tube was found to be peeled. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the bending angle in the ¿up¿ direction did not meet standard value due to wear of the angle wire, waterproofing was not possible due to the bending section cover being cut, the image was scratched due to the breakage of the charged coupled device unit, the electrical and ultrasonic connectors were corroded due to the water leakage, the number of ultrasonic elements were lost due to the breakage of the ultrasonic cable, the ultrasonic cable exceeded expectations, the universal cord and connecting tube was crushed, and the connecting tube was wrinkled. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.